Event description:
It was reported that, the fuses of the versajet ii console blows when turned on and is no longer usable. No case involved; therefore, no other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation, visual inspection reported no faults found the functional evaluation confirmed the power supply blew the devices fuses, establishing a relationship between the reported event, the root cause identified as a defective power supply, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.